Event description:
The customer reported that the device was applied to tissue and could not be re-opened. The surgeon used a cautery device adjacent to the jaws in order to remove it. There was no blood loss or pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2012. To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.